Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed, the right ventricular lead exhibited high capture thresholds, high pacing impedance and a decrease in sensing. No intervention was reported. The patient was doing fine.